Event description:
It was noticed during the case that the end of the 5mm x 100 trochar that was inserted in the patient's abdomen was melted while using the harmonic ace shears. The trochar was removed and another handpiece was opened. No other issues noted afterward.